Event description:
This is an aortic graft that has dialated. This was found accidentaly and the consequences are unknown at this time. The information was provided by the or manager, the surgeon and the nurse practitioner. Office notes have not been reviewed yet because the office requested a release.